Event description:
A malfunction was reported with a pump described as a malfunction 5-0x2147. There was no reported adverse impact to the customer's blood glucose level. The pump, which was still under warranty, was confirmed to be non-resettable, and the customer was informed it required replacement. The problematic pump was scheduled to be returned to tandem, and the customer received instructions and a replacement pump. There was no information provided on what backup therapy the customer would use.